Event description:
It was reported that approximately five and a half years post right ventricular (rv) lead implantation, the lead fractured and was replaced with another rv lead. It was further reported that approximately fifteen years later, the replacement rv lead had a suspected fracture in the voltage portion and exhibited out of range (oor) high pacing impedance and high thresholds. The two leads were partially clipped and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD, implanted: (B)(6) 2017; 407645 lead, implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.